Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, display board and buzzer need to be replaced to address the issue. A trilogy evo system board was returned to the philips product investigation lab (pil) with the allegation of a communication failure causing a vent service required alarm. Pil installed the trilogy evo system board on the trilogy evo test bed and retrieved the event log without issue. Pil then ran therapy for approximately 1 hour and the system board operated as expected. Pil then tested the system board on the pil trilogy evo multifunctional test station for communication verification and alarm verification and passed all testing. Pil concluded that the system pca operates as designed.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, display board and buzzer need to be replaced to address the issue.

Manufacturer narrative:
H3 other text : third party service center.